Manufacturer narrative:
Follow-up #1: date of submission 6/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2016 with the following findings: keypad cover detached from pump; all buttons intermittent during investigation. Evidence of moisture under all contacts. Opened pump; keypad flex fully seated in connector w/latch closed. Evidence of moisture on force sensor plate and battery canister unrelated to the complaint, the display lens is lifted and the display is dim/fading (pink). Battery compartment crack at the threads to the left of the bumper. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Reportedly, all keypad buttons were under responsive and the keypad cover was peeling. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.